Event description:
According to the distributor's report, the event occurred about one year ago. During a laceration repair, the physician allowed the adhesive to contact the pt's eye lashes bonding them together. The eyelashes were trimmed, and the pt is reported as doing well.